Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was attempting to fill the cartridge with an insulin pen. There was no adverse impact on the customer's blood glucose level. The customer was recommended to consult healthcare provider for further assistance.